Manufacturer narrative:
The event date is approximate. Product was not returned to confirm a malfunction has occurred. H3 other text : product not returned to manufacturer.

Event description:
The consumer reported that the toothbrush caught on fire and smoking at the bottom. There were no reports of property damage or injury.